Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that pt underwent total hip arthroplasty at an unk time. Revision surgery was performed in 2009, due to infection. The surgeon elected to revise the femoral head only. No further complications have been reported.